Event description:
Boston scientific received information that, during the implant procedure, this right atrial (ra) lead was difficult to implant. The ra lead caused a perforation. The associated right ventricular (rv) lead was successfully implanted. The decision was made to plug the ra port, since patient was well. The procedure was completed without any additional issues. There were no adverse patient effects reported. There was no intervention due to the perforation.

Manufacturer narrative:
This ra lead will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.